Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that images acquired utilizing their mx16 slice CT system were labeled with incorrect patient information. The customer confirmed that the issue was recognized and did not result in misinterpretation or mistreatment of a patient. The customer confirmed that the issue did not result in harm to a patient, operator, or bystander. The field service engineer (fse) attended the site and evaluated the system. The fse initially determined the issue to be a software issue and reloaded the system software. The fse performed an offline reconstruction and the images contained the correct patient information. The fse later confirmed that the issue was not that images had incorrect patient information. The fse stated that the original images had the correct patient information on the system and when they transferred the images to a workstation, they did not appear on the work list of the workstation. After the work list of the workstation was rebuilt, the patients images were available on the workstation. The fse confirmed that there was no malfunction of the CT system; the system was working as specified. No parts were replaced as a result of the issue. Overall risk: no hazard identified. There was no CT system malfunction; the system was working as specified. There was no loss of data or image mislabeling. This issue would not result in harm to a patient, operator, or bystander.

Event description:
The customer reported that while performing a patient procedure, the images that were reconstructed at the end of the procedure were images from a different patient that was previously scanned. The philips field service engineer (fse) confirmed that the images contained the wrong anatomy and the wrong patient name was on those images. This issue was recognized by the trained professional and there was no misinterpretation, no mistreatment, and no rescan required. There was no harm to a patient, operator, or bystander associated with this event. The fse confirmed that the customer performed an offline reconstruction and obtained all the desired images and reconstructions from the requested patient. The fse evaluated the CT system and reloaded software to resolve the issue.